Event description:
No new information.

Manufacturer narrative:
The complaints that the 20g insyte autoguard device was dull and did not have a blood stopper could not be confirmed from the representative devices that were provided for investigation. Functional testing of the returned samples revealed that the needle tip and catheter tip penetration forces were within specification. Testing of the blood control valve also showed that the device was within specification. No damage or defects were identified on the blood control valve or device that would contribute to the reported events. The affected unit was not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
Did not have blood stopper was there injury? No event date: 12/23/2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.